Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose on unknown date. Blood glucose reading was 24 mg/dl. Customer stated that emergency medical technician came to house and they treated him with glucagon. Customer was using auto mode feature active at the time of event. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.